Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The health care professional (hcp) was calling to ask for lead specifications. The hcp stated that the surgeon was doing testing on the lead. Additional information indicates that the lead was replaced and no information received if the lead will be returned. Lv lead was explanted. No adverse patient effects were reported.